Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (36 mg/dl) the customer stated bg level was addressed and did not provided additional information on how it was addressed. Reportedly, the suspected cause of the low bg was due to the customer not delivering correct amount of insulin. The customer stated to have been hurt during the low bg causing her to bleed and bandaged wound. It was reported that the customer was okay. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.